Event description:
A report was received that during a lead revision due to inadequate coverage the physician replaced the leads as they were bent and coiled up out of the epidural space. The patient is reportedly doing well following the lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50 serial # (B)(4) description: st linear lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.